Event description:
It was reported that at the beginning of the surgery, the high-frequency resection electrode made abnormal sounds while working. After using it for more than ten minutes, sparks could be seen at the connection of the electrode. After reconnecting the instrument, the malfunction still existed. After replacing the new electrode, the malfunction did not occur again, and the surgery was carried out normally. The troubleshooting created a 15-minute delay. A therapeutic transurethral resection of a bladder tumor was performed. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1- 47 (B)(6) (user facility captured here due to character limitation in section the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus. Based on the results of the investigation from obtained information from customer, a probable cause was assigned stating that there was moisture in the conveyor due to a fault in the reprocessing process (cds) and that the moisture evaporated, which then led to the described event. As no damage to the electrode itself was described, it was assessed as meeting its specification. Olympus will continue to monitor field performance for this device.